Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to both patient morphology/pathology (leaflet prolapse) and procedural conditions (visualization difficulties). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet,but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Echocardiographic imaging was challenging making clip visualization during the procedure difficult. The first clip (60826u163) was implanted with good leaflet insertion. However, after implantation, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4+. A second planned clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully implanted reducing mr to <1+. The patient is in stable condition. No additional treatment is planned. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.